Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous superficial femoral artery into the popliteal artery. A 5.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for several seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient remained stable post-procedure.

Manufacturer narrative:
G4: premarket / 510(k): k141150, k162350. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.